Event description:
Customer reported that he had high blood glucose and was hospitalized due to the reservoir was leaking insulin past both of the o-rings into reservoir compartment during normal use. Customer blood glucose reading at the time of hospitalization was between 200 and 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Inspect the insulin pump and no moisture damage was found. Unit had scratched display window. Please see also MFR report number 3004209178-2013-93203.